Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system prn had abnormal swelling during the flush. The following information was provided by the initial reporter, translated from chinese: "on the afternoon of (B)(6), 2023, the nurse in the injection room checked the puncture site of the indwelling needle before infusing the patient, and disinfected and flushed the tube after there was no problem. During the flushing process, it was found that the head of the heparin cap in the indwelling needle had abnormal blowing swelling, which was judged to be of abnormal quality of the heparin cap. Immediately stop using it, and check the quality again after replacing the heparin cap. Afterwards, the flushing of the tube went smoothly without any abnormalities. After explaining to the patient's family members, the infusion was completed according to the procedure. The indwelling needle was indwelled on the afternoon of (B)(6), and no similar situation was found in subsequent use. It was a single medical device adverse event."

Manufacturer narrative:
H6: investigation summary . A device history review was conducted for lot number 3017073. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. H3 other text : see h10.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system prn had abnormal swelling during the flush. The following information was provided by the initial reporter, translated from chinese: "on the afternoon of (B)(6), 2023, the nurse in the injection room checked the puncture site of the indwelling needle before infusing the patient, and disinfected and flushed the tube after there was no problem. During the flushing process, it was found that the head of the heparin cap in the indwelling needle had abnormal blowing swelling, which was judged to be of abnormal quality of the heparin cap. Immediately stop using it, and check the quality again after replacing the heparin cap. Afterwards, the flushing of the tube went smoothly without any abnormalities. After explaining to the patient's family members, the infusion was completed according to the procedure. The indwelling needle was indwelled on the afternoon of august 14, and no similar situation was found in subsequent use. It was a single medical device adverse event."